Event description:
The physician was performing a laser prostatectomy. In the middle of the surgery, the laser made a loud noise and shut down. The surgical team was unable to restart or reset the laser. Biomed was also not able to restore the device. The patient was not a candidate for the traditional turp procedure. The patient's surgery had to be aborted mid-procedure.